Event description:
A malfunction was reported on the pump, but there was no adverse impact on the customer's blood glucose level. The technical support team provided information on how to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if the issue reappeared.